Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a patient presented with an inflamed and purrulent wound dehiscence approximately one month following chiari decompression procedure. Antibiotics were administered. An incision and drainage followed by wet and dry packing was performed.